Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately, (B)(6) 2025, the patient was nauseous and continuously vomiting. She went to the emergency room for evaluation. At the ER, the patient¿s cgm was reading 225 mg/dl and the bg meter was reading 444 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka). Attempts to reach the patient for further event clarification were unsuccessful. The patient had recovered by the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.